Event description:
The facility representative reported a flo-gard infusion pump with failure code f-38. This condition was found during biomed testing in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. The device was also being returned for final rental return. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 38 was confirmed and reproduced by baxter service personnel. The root cause of the condition was not determined and no repairs were made as this device is a stay-in unit owned by baxter and will not be repaired at this time. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.